Event description:
It was reported that during device testing, the device was showing a ventricular pace right after the atrial pace that appeared to be safety pacing; however, the ventricular safety pacing was turned off. It was noted that the patient had no underlying rhythm due to permanent atrial fibrillation with atrio-ventricular ablation. The device remains in use. No patient complications have been reported as a result of this event.